Event description:
Information was received that the cadd cleo infusion set leaked during setup. Unknown if leak occurred between the tubing connection or cannula connection. Medication was apokinon. No reported adverse effects.

Manufacturer narrative:
Ten cadd cleo infusion sets were returned for evaluation. The samples were received in unused conditions within their original package. Extension tube was connected in the base and a syringe was used to pass through the tube to detect for leakage. No leaks were observed, and the reported complaint was not confirmed. 32 units were taken from the packaging area to ensure that the cannula had not broken and the needle was placed properly, and in doing so no discrepencies were found. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.